Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 12mm emerge catheter balloon was selected to pre-dilate the lesion. As the balloon was passed along the wire, it was noted that the middle part of the shaft snapped. The device was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc supplemental medwatch will be filed. (B)(4).